Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of cold insulin. The customer did not provide a blood glucose level; however, reported having very good control of blood glucose level. Recommendation was made to not over fill the cartridge and to use room temperature insulin per labeling instructions. The customer declined additional troubleshooting and will wait until the next schedule cartridge change to load a new cartridge onto the pump.